Event description:
It was reported that the customer was hospitalized for dehydration and diabetes ketoacidosis. The blood glucose reading was 1054mg/dl. It was stated that the customer woke up with low blood glucose, sick and throwing up. The customer drank juice and a few hours later the customer was unable to wake up. The spouse treated with bolus through the insulin pump. Paramedics were called and the customer was taken to the emergency room. Troubleshooting was performed. Reviewed programming in the device and the basal and bolus were added properly in the bolus history. It was also reported that the cannula was bent and the tape was folded over. During the call it was found that the customer uses the infusion set up to four days. Customer was advised to change the set every two to three days. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.